Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the channel was unable to be further specified. Moreover, no physical damage was observed at the nozzle. Since the subject device was sent to olympus without complete reprocessing, the material may have been remained in the air/water (a/w) channel. The instructions for use (IFU) (operation manual) states as follows: "5.3 returning the endoscope for repair: thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection-control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii colonovideoscope does not spray-clogged in the clutch during reprocessing. During inspection and evaluation, the air/water channel is clogged with foreign material of an unknown origin. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: electric connector unit mouthpiece pin leak, insertion part of the charged coupled device unit cover lens cracked, insertion part distal end bending section cracked and sharp edge, insertion part bending section adhesive cracked and separated, insertion part connecting tube scratch and wrinkle, control unit suction cylinder nut painting peel off, and universal cord has a scratch and wrinkle. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.